Event description:
It was reported that a malfunction occurred in customer's tandem pump, indicated by a specific error code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, but when the issue persisted, it was decided to replace the pump. Customer was instructed on how to return the malfunctioning pump and program the settings into the replacement unit. The warranty status was confirmed, and a replacement pump was sent without requiring a delivery signature. Customer planned to use an alternate form of insulin therapy to continue insulin delivery.